Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder there was a non-patient needle separation from the holder luer/adaptor/hub issue. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the needle inside the holder slips off and comes loose during blood sampling."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cannula separation was observed. Additionally, 15 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and the issue of cannula separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cannula separation. Bd was not able to identify a root cause for the indicated failure mode.